Event description:
Initial report: this non-serious spontaneous case was reported by a consumer. This case involves a female, pt, (age nos) who received poly-l-lactic acid (sculptra) therapy in 2009. Add'l treatment details were not specified. The pt also received injections of hyaluronic acid (perlane) three weeks ago, in the nasolabial folds), which is also co-suspected. No add'l relevant medical history and concomitant medication info were mentioned. Sometime in the same month, the pt experienced swollen and red cheeks. The physician responsible for poly-l-lactic acid training examined her, and considered it to be cellulitis. He also reported to her that he believed the hyaluronic acid therapy to be responsible. He has recommended antibiotics and prednisolone for the treatment of cellulitis. At the time of this report, the event remains ongoing. A ptc (pharmaceutical technical complaint) was initiated.